Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged for 30 minutes. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. The customer¿s blood glucose was 134 (mg/dl).